Event description:
A customer reported a minimum fill notification issue, which led to their blood glucose (bg) level being reported as "high," although the specific value was unknown. The customer managed the high bg by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The customer attempted to resolve the issue by cleaning the pneumatic tap area of the pump and reloading the same cartridge; however, this did not work. Technical support then guided the customer through loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin therapy.